Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. An internal and external visual inspection was performed. Internal inspection revealed no anomalies. External inspection revealed a fluid mark on the lead acid battery compartment cover. Further inspection, of the lead acid battery, was performed and revealed that the acid in the lead acid battery had leaked out. The reported condition was verified. Upon conclusion of the investigation, the cause of the reported issue was determined to be leakage from a damaged, faulty lead acid battery. To correct the condition, the lead acid battery was replaced. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer contacted global technical services regarding leaking acid from the back of the homechoice machine. The event occurred during use while the patient was not connected. The home patient (hp) was diabetic and on insulin or diabetes medicine. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived and advised the home patient to talk to their nurse or health care professional immediately after the call. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report. No additional information is available.